Event description:
It was reported that low impedances of 8 ohms were measured on electrodes 0 and 1. It was noted the patient was having implantable neurostimulator (ins) replacement surgery and was receiving benefit from stimulation without side effect. The reporter stated the patient¿s healthcare professional decided not to troubleshoot the electrode and extension. Additional information received reported the cause of the short circuit was not determined. It was noted the date of the ins replacement surgery was (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# v635198, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).